Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and fever. The cause of the peritonitis was unknown. The same day as even onset, the patient was hospitalized and treated with heparin (0.5ml, once daily, intraperitoneal, discontinued), vancomycin (2gm, every 5 days, intraperitoneally, discontinued) and ceftazidime (1gm, once daily, intraperitoneally, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and recovered from peritonitis 2 days after the event onset. Pd therapy was ongoing. No additional information was available at the time of this report.